Event description:
Kimberly-clark received a report from the (B)(4), stating, "12fr mic balloon placed (B)(6) 2012. T sutures and rig pulled out that evening. He was very confused and a little aggressive but n/s say he was very sedated." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record review is pending. The device was not returned to kimberly-clark for evaluation. Without the returned device we are not able to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.